Event description:
Patient received an implant on (B)(6) 2008 of a bifurcated device and two limb extensions. A computed tomography scan revealed an endoleak from an undetermined location. On (B)(6) 2012, the patient was treated with a suprarenal aortic extension. The company representative who was present stated during the secondary intervention the endoleak could not be seen clearly under fluoroscopy and the physician proactively implanted the aortic extension.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.